Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, the device was used during a segmental resection of the lung and thoracoscopy after a procedure for interstitial pneumonia. The device was used during the second firing. There was 700cc of bleeding which occurred without any cause. Drain treatment was used to treat the condition and the patient is conservatively under recovery. The tissue was too thick to fire for female doctor; however the surgeon considers the issue was not due to the device defects and re-operation is not required. No other adverse events reported. Additional questions have been asked to the reporter. Should additional information be received, a supplemental will be filed.